Event description:
It was reported that while using the device a reaction occurred, as described in the attachment :

Manufacturer narrative:
The appearance of a transient rash on a patient's abdomen has never been previously reported in association with the use of the device. The patient's report of pain at the venipuncture site is not an uncommon complaint related to the needle and action of venipuncture itself. The varying wakefulness post anesthesia is not an unusual post-operative effect of general anesthesia. Decreases in oxygen saturation have not been reported previously in conjunction with the presence of the device, nor are such decreases necessarily typical of a mild allergic reaction producing a rash. The patient's sore throat is usually attributed to intubation. The primary linkage between the patient's rash (and other symptoms) is the temporal relation between the introduction of the device and the development of the rash. While this may suggest a relation between the device and the rash, there were many ongoing physiological and pharmacological changes during this recovery period that could instead be related to the development of the rash. To sum up the facts concerning the device: no similar reports were received for the other units in lot 812011 2. A review of the manufacturing history of devices manufactured under this lot number disclosed no deviations in process or sterilization that could have been related to the user's report. The device met all qc requirements for its release. The materials used in the device have been tested for biocompatibility and comply to the requirements of the iso series of international standards. In particular, the device has been subjected to the standard test for sensitization, which will detect the ability to intimate allergic or sensitization reaction. Similarly, the device has been tested for propensity to cause irritation. The device conformed to the standards' requirements that indicate the absence of sensitization and irritation. The family of devices represented by this particular device has been in clinical use for 30 plus years, tens of millions of devices being used, with no similar report received. Summary: in light of the above, it appears very unlikely that the device played a role in the development of a transient red rash on the patient's abdomen. Unless substantially significant information becomes available, this constitutes a final report.